Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---2nd firing. What vessel or structure was the device fired on at the time of the event? ---cystic artery. Was the clip fully advanced into the jaws prior to firing? --- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? --- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? Asku. If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. What were the indications for surgery? What was found? --- the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? If so, what? --- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected twelve clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Tracking # (B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell out from the jaws two times in a row when the device was used for the gallbladder artery. The firing force was higher than expected and the trigger could not be fired when the trigger was grasped again. Another device was used to complete the case. There were no adverse consequences to the patient.